Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving gablofen (unknown concentration at 196 mcg/day) via an implantable infusion pump. It was reported that the patient's pump ran out of medication while they were in the hospital for an unrelated issue. The issue was confirmed via pump interrogation. No patient symptoms were reported. The patient's status at the time of the report was alive - no injury. No further complications were reported.